Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.

Event description:
It was reported that t:slim X2 pump battery would not charge, and power source alert appeared in pump history. There was no adverse impact to the customer¿s blood glucose level. Customer was using Tandem charging cable and wall adapter connected to working outlet, and after customer followed guidance to leave wall adapter plugged into outlet for at least 30 minutes, pump began charging, pump did not shut down, and no further assistance was required.